Manufacturer narrative:
(B)(4). Results: (cine images were not available for review, therefore, the alleged malfunction could not be evaluated). Evaluation summary: the retractable sheath was retracted exposing the inner shaft and proximal and distal markers. The distance between the proximal and distal marker was measured at 106mm, indicating that in its crimped state, the stent measured 105-106mm.

Event description:
The physician successfully deployed a 6 mm diameter x 100mm length complete se (self expanding) peripheral stent in a patient to treat a lesion that exhibited severe calcification. It was reported that 2 other brand stents were also successfully implanted. It was reported that the physician visually found the length between the complete se stent to be longer than that of the implanted other brand stents. No patient injury occurred and no clinical sequelae were reported.